Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one used 4fr dl powerpicc sv catheter. A statlock device was returned attached to the wings of the catheter. The catheter was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, a leak was observed at the nose of the molded joint when flushing either lumen. Microscopic inspection of the leak site found that two longitudinally aligned tears were present. The tears both had an arc shape and were located opposite of each other on the tubing. Both tears were roughly the same length, the same distance from the nose of the molded joint and roughly the same arc shape. The similarity in both tears, indicated that both tears had likely been caused by the same damage source. Closer inspection of the fractures found the same features in both tears. The fracture edges were well defined and the surfaces had micro-tears giving it a feathered appearance. The location of the two tears and the fracture features indicated that the observed damage had likely been caused by compression. However, it could not be determined when or how this occurred. Therefore, the root cause remains unknown.

Event description:
It was reported, "found a damaged power PICC in use. On july 10, suspected the possibility of PICC damage and removed it because the film material protecting the PICC puncture site in use on the patient was wet and needed frequent exchanges. When water was passed through the PICC with a syringe, leakage from near the root was confirmed. (The PICC was inserted on july 8, and there was no act of removing the guidewire and reinserting the patient at the time of insertion. The flow rate of the infusion was about 17 ~ 20 ml/h. The fixation method is also fixed so that there is no bending at the base. The patient is a child who moves frequently, but no root trouble was observed. There is no infection in this patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, "found a damaged power PICC in use. On (B)(6) 2024, suspected the possibility of PICC damage and removed it because the film material protecting the PICC puncture site in use on the patient was wet and needed frequent exchanges. When water was passed through the PICC with a syringe, leakage from near the root was confirmed. (The PICC was inserted on (B)(6) 2024, and there was no act of removing the guidewire and reinserting the patient at the time of insertion. The flow rate of the infusion was about 17 ~ 20 ml/h. The fixation method is also fixed so that there is no bending at the base. The patient is a child who moves frequently, but no root trouble was observed. There is no infection in this patient."